Event description:
Procedure: low anterior resection. According to the reporter: the staples did not deploy on part of the anastomosis. After talking with the surgeon he believes that he fired over thick tissue. They re-did the anastomosis. There was unanticipated tissue loss. There was no blood loss 500cc and above. Surgical time was not delayed by more than 30 minutes. There was no reinforcement material used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).